Event description:
The surgeon reported that a burning odor and smoke came from the system during the procedure. There was no pt injury reported.

Manufacturer narrative:
The company service representative examined the system and replaced the laser engine. The laser engine has been sent for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available.